Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a gradual rise in shock impedances over the past few years, and were now greater than 125 ohms. It was noted that the past few months they had risen to approximately 150 ohms. Additional information was received that the plan with the physician was to deliver a commanded shock and defibrillation threshold (dft) testing for safety margin. Further information was received that a 23j commanded shock was performed and successful. The commanded impedances were 140-147 ohms and defibrillation threshold (dft) test impedance was 105 ohms. The out of range impedance alert was increased to 175 ohms, and plan was to monitor patient on remote monitoring system. The device remains in-service. No adverse patient effects were reported.